Manufacturer narrative:
Results: the velocity delivery microcatheter (velocity) was kinked approximately 2.5 cm from the hub. Conclusions: evaluation of the returned device confirmed that it was kinked. This damage likely occurred due to forceful manipulation at an extreme angle during removal from the packaging hoop. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the velocity delivery microcatheter (velocity) was kinked upon removal from its dispenser hoop. The kinked velocity was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new velocity.